Event description:
Per received report: as the physician noticed lack of "pushability", the proximal segment of the coil appeared to have stretched during deployment. The case continued successfully and the patient was reported to be "fine" with no problem at all.

Manufacturer narrative:
Upon product's receipt, visual evaluation was performed. Visual inspection revealed that the coil was returned unsheathed and severely damaged. The evidence suggests that distal interference inside the microcatheter may have contributed to the coil's damage. This interference most likely caused the coil's socket ring to be pushed back ninety degrees during advancement and the proximal end of the coil to be stretched during retraction. The interference and the resulting damage to the coil would produce the lack of "pushability" felt during coil advancement. The circumstances of how and where this damage occurred to the coil cannot be determined. In addition, without the return of the echelon 14 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.